Manufacturer narrative:
The MFR did not yet received the devices, but it is mentioned by complaint that they will be returned for investigation. X-rays or other source documents were also not provided yet. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend was identified. As soon as additional info became available and an investigation result be available an amended medical device report will be submitted. (B)(4).

Event description:
This is a second revision for pt, first revision of (B)(6) 2014 already reported with case (B)(6). The devices implanted on (B)(6) 2014 have been revised on (B)(6) 2014 due to dislocation. Pt was with pain and taken x-rays showed a dislocation, a revision surgery was thereof necessary. It was also devices with (B)(4) design implanted, for those devices a separate mdv with case number (B)(6) will be filed.